Manufacturer narrative:
Technician found the brakes would not adjust or hold correctly. Replaced damaged plate and bearings to resolve this issue. Bed locate in bed shop.

Event description:
Brake mechanism assembly not working correctly. No alleged injuries by account.